Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. Customer¿s blood glucose level was 108 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that new battery did not resolved the issue. Customer also reported blank display. Display returned after insulin pump restart. The device will not be returned for analysis.